Event description:
Complainant alleged that during the incoming inspection of a product that was returned from zoll after being serviced, the device would not power on. The complainant indicated that there was no pt involvement in the reported failure.